Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. A visual inspection, alarm log review and functional testing were performed. During the alarm log review and the power on self-test, the f-38 alarm was identified. The alarm was caused by damaged force sensing resistors (fsrs). The fsrs were replaced, and the pump was serviced to meet functional specification. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump experienced an f-38 alarm (malfunction in tube misloading detection circuitry). There was no patient involvement. No additional information is available